Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there was concern that the battery of this pacemaker was depleting prematurely. In the past year the longevity had decreased from 6.5 years to one year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. It was also noted that the pacemaker was programmed to unipolar sensing on the right ventricular (rv) lead (non-boston scientific product) due to achieving better r waves. The unipolar sensing resulted in muscle noise on the rv channel that was not sensed by the device. The pacemaker remains in service at this time and no adverse patient effects were reported. Additional information received indicates that the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there was concern that the battery of this pacemaker was depleting prematurely. In the past year the longevity had decreased from 6.5 years to one year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. It was also noted that the pacemaker was programmed to unipolar sensing on the right ventricular (rv) lead (non-boston scientific product) due to achieving better r waves. The unipolar sensing resulted in muscle noise on the rv channel that was not sensed by the device. The pacemaker remains in service at this time and no adverse patient effects were reported.

Event description:
It was reported that there was concern that the battery of this pacemaker was depleting prematurely. In the past year the longevity had decreased from 6.5 years to one year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. It was also noted that the pacemaker was programmed to unipolar sensing on the right ventricular (rv) lead (non-boston scientific product) due to achieving better r waves. The unipolar sensing resulted in muscle noise on the rv channel that was not sensed by the device. The pacemaker remains in service at this time and no adverse patient effects were reported. Additional information received indicates that the pacemaker was explanted and replaced. No additional adverse patient effects were reported.